Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and ovarian perforation ('right ovary rupture/ ovary burst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and proctalgia ("anal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral), tubal ligation and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, hormone level abnormal and vaginal haemorrhage had resolved and the ovarian perforation, migraine and proctalgia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, ovarian perforation, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain plaintiff claiming other injuries/symptoms : fatigue, hormonal changes, other if "other" please describe tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet: events ovary rupture, anal pain, vaginal bleeding and migraines/ headaches added. Events- fatigue, hormonal changes recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: treatment received for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain plaintiff claiming other injuries/symptoms: fatigue, hormonal changes, other if "other" please describe tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hormonal changes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.